Event description:
The caller alleged discrepant results when compared with lab results.

Manufacturer narrative:
Discrepant results (accuracy) comparison of in-ratio test with lab results provided by end-user at the time complaint was filed. Per internal procedure tr#0150, the mean of the in-ratio meter and comparative system inr were calculated. Both in-ratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, further testing is not required at this time, but meter will be tested when it is returned.